Event description:
The customer reported that "the device was in alarm condition, with alarm engaged but no sound coming from the device." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection was performed and the device's shell was damaged. The device did not make the starting up sound and it made no audio when the alarm limits were breached. Internal inspection showed that the speaker's cable was damaged which prevented the unit from making any sound. Additionally, the system board had signs of contamination damages. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that "the device was in alarm condition, with alarm engaged but no sound coming from the device." No consequences or impact to patient were reported.